Event description:
An electromechanical ambulatory infusion pump was returned to mckinley for routine service. During the eval of the pump by a mckinley medical service technician, the pump failed a delivery accuracy test. The pump did not deliver against a 6-psi back pressure, as specified by the MFR's servicing procedures.